Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a connection issue when their patient line disconnected from the transfer set during peritoneal dialysis (pd) therapy. The technical service representative advised the patient to end therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.